Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported, a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two openings on the anterior and posterior side assessed, as surgical damage. And one opening diaphragm valve side assessed, as cracked valve seat diaphragm valve. Additional observations: crease flat observed, inside the device. No further actions are required, as no issues with the manufacturing process are observed.